Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 02-jan-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens was cut with a detached/cut haptic, consistent with a lens that was cut during an explant. No issues that could cause or contribute to the complaint issues were observed. The complaint issue "unexpected postop refraction", "explant", and "corneal edema" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent a clear lensectomy surgery during which a preloaded intraocular lens (iol), model dfr00v, was implanted. Account indicated that the patient did not recover good vision after the iol implantation. The calculation was correct and the patient's eye is good. The iol is planned to be explanted. Pre-surgical visual acuity (va) was +2.00-0.50 x110 add +2.00 with va= 1 in near and far. The examination was conducted on (B)(6) 2023. The patient underwent examinations on two occasions after the surgery, the first on october 4 and the second on october 18. Currently the patient va is +0.00-1.50 x1 57 with va far of 0.6/0.7 very difficult far sight and 0.4 in near sight difficult. No improvement with the correction (implantation of the iol). Through follow-up we learned that the iol was explanted from the patient's operative eye on (b)(7) and the procedure went well; however, the patient presents corneal edema. The physician is hopeful about improvement. The new implanted iol is a non johnson and johnson device that was placed in the bag and is well centered. No further details provided.